Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted - no". The patient's medical history included breast cancer, hypertension, broken ankle and knee fracture. Previously administered products included for an unreported indication: depo-provera and mirena. Concomitant products included gabapentin since (B)(6) 2018, ibuprofen since 2012, letrozole (letrozol) since (B)(6) 2018, lisinopril since 2018, oxycodone hydrochloride;paracetamol (percocet) since 2014, potassium since (B)(6) 2018 and trastuzumab emtansine (kadcyla) since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cyst") and cellulitis ("injuries- infection (other) describe: cellulitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), headache ("headaches") and procedural pain ("very intense and excruciating pain during essure device insertion") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, tooth disorder, headache, weight increased, procedural pain, ovarian cyst and cellulitis outcome was unknown. The reporter considered abdominal pain, cellulitis, dysmenorrhoea, dyspareunia, headache, ovarian cyst, pelvic pain, procedural pain, tooth disorder and weight increased to be related to essure. The reporter commented: she received treatment for dental problems headaches, weight gain, procedural pain. Discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: tubes are blocked. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted - no". The patient's medical history included breast cancer, hypertension, broken ankle and knee fracture. Previously administered products included for an unreported indication: depo-provera and mirena. Concomitant products included gabapentin since (B)(6) 2018, ibuprofen since 2012, letrozole (letrozol) since (B)(6) 2018, lisinopril since 2018, oxycodone hydrochloride; paracetamol (percocet) since 2014, potassium since (B)(6) 2018 and trastuzumab emtansine (kadcyla) since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cyst") and cellulitis ("injuries- infection (other) describe: cellulitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), headache ("headaches") and procedural pain ("very intense and excruciating pain during essure device insertion") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, tooth disorder, headache, weight increased, procedural pain, ovarian cyst and cellulitis outcome was unknown. The reporter considered abdominal pain, cellulitis, dysmenorrhoea, dyspareunia, headache, ovarian cyst, pelvic pain, procedural pain, tooth disorder and weight increased to be related to essure. The reporter commented: she received treatment for dental problems headaches, weight gain, procedural pain. Discrepancy noted: date(s) of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: tubes are blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Reporter information added. Removal surgery added for event pelvic pain. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.